Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with energy output. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the integrated electrosurgical unit (erbe) bipolar energy wasn't working. Prior to calling, the customer changed the energy cord, tried both ports on the iesu and reseated the instrument with no change. The system logs showed no related errors. The customer stated that the instrument arm pod on the iesu was showing a question mark. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if they track the lives of their energy cables; the customer confirmed they did not. The tse recommended trying a known new energy cord, replacing the instrument, or power cycling the iesu. The customer was unable to perform the troubleshooting steps at the time of the call. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system; no errors were noted. The staff brought in valley lab esu and connected to the vision tower to complete the case.